Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that following a lead pull the patients insertion site was bleeding. It was noted that the patient was taking blood thinners which was against the orders of the physician. The patient was admitted overnight to the hospital for observation. The patient was not bleeding excessively and was doing well.